Manufacturer narrative:
No information has been provided to date. One device was received. Per visual inspection, slightly bubbled dso seal, cracked battery compartment and damaged battery door. Functional test was performed. The event history log (ehl) was downloaded and inspected - found high number of "high alarm displayed: cassette not attached properly" and "high alarm displayed: downstream occlusion" reports, which point to a faulty dso sensor. Couldn't replicate customer reported problem, but it was identified in ehl. Dso seal, dso sensor, dso bezel, battery compartment, battery door replacement. Functional and delivery tests performed.

Event description:
It was reported that the pump was alarming "cassette not fixed properly". There was unknown patient involvement and unknown patient harm/adverse event reported.